Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call indicating that the insulin pump alarm failed battery test. Customer's blood glucose was unknown mg/dl. The customer declined to troubleshoot for the battery issue. The customer was advised that we would still recommend the battery cap replacement. The customer reported via phone call that she had high blood glucose but not hospitalized. Customer's blood glucose was unknown mg/dl. The customer declined to troubleshoot for high blood glucose. The customer found out that her line set was not delivering properly as the cannula was bent. The customer declined to troubleshoot for this issue.